Event description:
While the accelerator gantry was being rotated, the center cover broke loose nearly hitting the pt's head. The cover had been attached with only two screws, but several other screw holes were present.